Event description:
It was reported that the nurse had a patient that started cooling at 0020 this morning. The targeted temperature (tt) was 33c. Patient had not reached target yet, patient temperature (pt) was 35.5c on a foley probe. Nurse stated that water temperature (wt) was 5.2c, water flow rate (wfr) was 3.2 l/min, they had ice packs on patient as well. Nurse wanted to confirm the device was working and if there was anything else they could do. Confirmed with nurse they had 4 large pads connected. Nurse stated that they just added an additional universal pad to the patient¿s abdomen about 20 minutes ago because it was exposed. Walked nurse through accessing the event log, the only alarm they had received was alarm 52 (extended period of cold water). Walked nurse through accessing the system diagnostics were outlet monitor temperature (t1) was 5.2c, outlet control temperature (t2) was 5.4c, inlet temperature (t3) was 6.4c, chiller temperature (t4) was 3.7c, circulation pump command (cpc) was 83 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 5, system hours were 3,345, and pump hours were 2,926. Informed nurse the device appeared to be functioning appropriately, the water was extremely cold. Explained the alarm 52 was a safety feature, encouraged nurse performed diligent skin checks. Nurse stated that the patient did not appear to be shivering or microshivering. Noted that device was making very cold water and tried to address patient temperature (pt). Signs were pointing to patient related reasons for high patient temperature (pt). Recommended they consult provider and protocol on how to address. Suggested counter warming if their protocol allowed, warm blankets, covering extremities, and warm room temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse had a patient that started cooling at 0020 this morning. The targeted temperature (tt) was 33c. Patient had not reached target yet, patient temperature (pt) was 35.5c on a foley probe. Nurse stated that water temperature (wt) was 5.2c, water flow rate (wfr) was 3.2 l/min, they had ice packs on patient as well. Nurse wanted to confirm the device was working and if there was anything else they could do. Confirmed with nurse they had 4 large pads connected. Nurse stated that they just added an additional universal pad to the patient¿s abdomen about 20 minutes ago because it was exposed. Walked nurse through accessing the event log, the only alarm they had received was alarm 52 (extended period of cold water). Walked nurse through accessing the system diagnostics were outlet monitor temperature (t1) was 5.2c, outlet control temperature (t2) was 5.4c, inlet temperature (t3) was 6.4c, chiller temperature (t4) was 3.7c, circulation pump command (cpc) was 83 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 5, system hours were 3,345, and pump hours were 2,926. Informed nurse the device appeared to be functioning appropriately, the water was extremely cold. Explained the alarm 52 was a safety feature, encouraged nurse performed diligent skin checks. Nurse stated that the patient did not appear to be shivering or microshivering. Noted that device was making very cold water and tried to address patient temperature (pt). Signs were pointing to patient related reasons for high patient temperature (pt). Recommended they consult provider and protocol on how to address. Suggested counter warming if their protocol allowed, warm blankets, covering extremities, and warm room temperature. Per follow up information received via phone on 01aug2023, nurse stated that the patient had a minor infection that was causing the patient to generate heat. Medications were administered per protocol to treat patient infection. Patient was able to complete therapy and device had remained in service. Hx: patient had a minor infection and medications were administered per protocol.